Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after the puncture kit was opened, there was one hole found with one outer package and one glove respectively. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.